Event description:
It was reported that thrombosis occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. Four promus elite stents were implanted, 2.50x24mm, 2.75x16mm, 3.00x24mm and 2.75x28mm. Post procedure the patient was on aspirin and dapt statin. The next day, it was noted that the 3.00x24mm and the 2.75x28mm promus elite drug-eluting stents were completely blocked. The procedure was completed with another of the same device. The patient was stable. It was further reported the next day the patient had chest pain and discomfort before it was noted the two stents were blocked. The blockage was treated with a balloon after which the patient was stable and responding well to medications.

Event description:
It was reported that thrombosis occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. Four promus elite stents were implanted, 2.50x24mm, 2.75x16mm, 3.00x24mm and 2.75x28mm. Post procedure the patient was on aspirin and dapt statin. The next day, it was noted that the 3.00x24mm and the 2.75x28mm promus elite drug-eluting stents were completely blocked. The procedure was completed with another of the same device. The patient was stable. It was further reported the next day the patient had chest pain and discomfort before it was noted the two stents were blocked. The blockage was treated with a balloon after which the patient was stable and responding well to medications. It was later reported that stent thrombosis occurred. The patient was experiencing chest pain and discomfort. An angiogram was performed which led to the discovery of the thrombosis. Additional intervention was performed by advancing another balloon. After the intervention, the patient was on dual antiplatelet therapy (dapt). It was noted that antiplatelet medications, clopidogrel (300mg) and aspirin (300mg), were given before the procedure and at the time of patient discharge. Following the procedure, the patient was stable and responding well to medicines.

Manufacturer narrative:
Device is a combination product.